Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information stated the patient was doing fine and getting good therapy. It was said it was unknown why the catheter could not be aspirated.

Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The pump logs indicated that ¿reset occurred-low battery¿ occurred on (B)(6) 2013. It was also reported that the logs stated that the pump was in safe state and a motor stall occurred. The patient previously had multiple motor stalls and recoveries. At the time of the report, the pump was going to be put in minimum rate mode. The device system was used to deliver hydromorphone. It was later reported that the patient was scheduled to have her pump replaced. The patient experienced return of pain. The healthcare provider (hcp) was to manage the patient with oral medication until the pump was replaced.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final analysis of the pump found a pump motor feed thru anomaly; shorting across the insulator.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was replaced on (B)(6) 2013 due to what was believed to be a "feed through short". It was later reported that during the pump replacement the health care provider (hcp) was unable to aspirate the catheter. It was later reported that the patient was kept in the hospital overnight for observation following the pump replacement, and was doing well. It was later reported that there was no diagnostics or troubleshooting performed with the pump regarding the motor stalls and subsequent replacement. There was no patient injury, and the patient outcome was recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.